Event description:
Customer stated that the syringe leaked. The syringe was used in ICU setting and was filled with catecholamines. The leakage caused a drop in pts' blood pressure. Nurse noticed the leakage, changed the syringe, and the pt recovered.

Manufacturer narrative:
No product has been returned. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor or monthly trend reports.